Event description:
The customer reported being hospitalized for ketones and high blood glucose of 509mg/dl. Troubleshooting was performed. The customer stated that she was feeling nauseous and was vomiting. The customer stated that her sugars were 200mg/dl, and in within two hours it rose to 400mg/dl. The customer believed that she had the stomach flu, which caused her glucose level to increase. The customer stated that even with the insulin drip her blood glucose was fluctuating. Troubleshooting was performed. The time, date, and the programming on the insulin pump appeared to be correct. Ran a fixed prime test and the insulin exited. The customer stated that her insulin is within expiration and it looks like water, but it was not exposed to extremely hot or cold temperatures. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.